Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was a no image issue with 180 scopes due to a printed circuit board failure that required repair, and there was a recommended software upgrade to version 3.01. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no scope detection on a particular scope when using the evis exera iii video system center. The issue occurred during a therapeutic procedure (emergency endoscopy), there was a 20-minute delay, and the patient was under general anesthesia at the time. The procedure was completed with a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set/printed circuit board could not be identified. However, it¿s likely the cause is related to the dr board¿s (printed circuit board) op-amp circuitry being affected by a change in countermeasures, or there was a bad connection with the video connector. It was confirmed that the dr board was changed on (B)(6) 2018. Therefore, this confirms that the subject device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.